Event description:
Upon initial checkout of the unit by biomedical engineering. The unit was found with some internal parts missing. Therefore, the oxygen tank gauge would indicate that oxygen was available but no flow of oxygen could be delivered due to the missing parts. We further noted that when the flow adjustment knob was turned counter clockwise, the knob would come off easily. It is possible that this unit was disassembled and reassembled improperly.respiratory therapy removed all oxygen regulators used throughout the medical center. Units were shipped back to the mnaufacturer. Aparently, these oxygen regulators were manufacturer improperly (each was missing a set screw). It is strongly urged that all crash carts be retrofitted to include an oxygen tank. Since all crash carts are inspected on a daily basis (minimum), the oxygen regulator will be inspected for proper operation by appropriate personnel.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.